Manufacturer narrative:
Date sent: 09/18/2007. Upon receipt of the package, it was verified that the package contained an open seal. The open seal along one edge was caused by misalignment of tyvek. The batch history records were reviewed with no protocols, defects or non-conformance noted.

Event description:
It was reported by materials coordinator that the device package was not sealed correctly for an unknown procedure. They opened another device to continue the case. There was no consequence to the patient.